Event description:
It was reported that, during a knee surgery, the controller had a short circuit error on the screen display and it was noted a smell of ¿electrical¿ burning. The procedure was successfully completed without a significant delay. A competitor device was used to complete the procedure. No other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The operations/service manual recommends that, ¿prior to each use, inspect the device to ensure it is functioning properly and not damaged. Do not use a damaged device.¿ a review of risk management files found that the reported failure was documented appropriately. Per complaint details, the device malfunctioned during use and the procedure completed using a competitor¿s device. Based on the information provided the modified procedure did not result in significant delay nor patient injury/impact; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.